Event description:
It was reported that this pacemaker system exhibited noisy signals and oversensing in the right ventricular (rv) and this left ventricular (lv) lead. Technical services (ts) discussed a possible lead on lead contact. Ts recommended a revision depending on findings. This lv lead was explanted and replaced due to an upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found that the lead returned in two segments with approximately 275 mm from the terminal end. The lead returned extremely stretched and the total length was approximately 1190mm. The lead returned extremely damaged, and some segments of the lead may be missing. An extracting stylet was returned stuck in the lead tip segment and setscrew marks were in the correct location on the terminal pin and ring. In addition, it was noted deformed and stretched coils in multiple locations. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests passed, indicating conductors are intact on the segments of lead returned. An insulation damage was observed approximately 112-123mm from the tip, and at 255-298mm from the tip, the conductors have been rubbed flat. The conductor coils were very stretched from explant. While implanted, the coils which were flattened would have been right next to each other in a row, under the abrasion site. The insulation and conductor damage characteristics are consistent with lead-on-lead abrasion coupled with pressure and movement.

Event description:
It was reported that this pacemaker system exhibited noisy signals and oversensing in the right ventricular (rv) and this left ventricular (lv) lead. Technical services (ts) discussed a possible lead on lead contact. Ts recommended a revision depending on findings. This lv lead was explanted and replaced due to an upgrade. No additional adverse patient effects were reported.